Event description:
Pharmacist of the facility reported to baxter (B)(4) of 200ml eva bag in which the operator observed a leak from an unknown location. The reported condition occurred during filling of an unknown solution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, photographs are available for visual inspection. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of 200ml eva bag in which the operator observed a leak from an unknown location was confirmed during sample evaluation. Picture of the bag was received to evaluation. During visual inspection, it was possible to see the leak in connection sealing. No other tests were performed. The assignable root cause of the reported condition is associated with sealing process performed by machine. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.